Manufacturer narrative:
(B)(4). The customer reported getting a defib failure cycle power message. There was no pt involvement. The customer evaluated the device and localized the issue to a failed power pca, which was ordered to resolve the issue.

Event description:
The customer reported getting a defib failure cycle power message. There was no pt involvement.